Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the non-cordis sheath. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). The non-cordis sheath was not kinked/bent upon removal. There were no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in transfemoral cerebral angiography (tfca) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The patient¿s bmi was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation, the sealant was found exposed from the sealant sleeves it was observed to have been severely kinked/bent outward as received, however no cracks were observed on it.

Manufacturer narrative:
Complaint conclusion: as reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the non-cordis sheath. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). The non-cordis sheath was not kinked/bent upon removal. There were no visible bends/damages at the distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd was used in transfemoral cerebral angiography (tfca) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The patient¿s body mass index (bmi) was not greater than 40 kg/m2. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed opened with the balloon fully deflated. Additionally, the sealant was found exposed from the sealant sleeves, which were observed to have been severely kinked/bent outward as received; however, no cracks were observed on it. No damages were found in the atraumatic wire distal tip. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the severely kinked/bent outward sealant sleeve assembly received condition. A simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed from the sealant sleeves due to the severely kinked/bent outward condition as received with no cracks observed on it. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the severely kinked/bent sealant sleeves. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that excessive force was not used), and/or the condition of the sheath (which was not returned) possibly contributed to the kinked/bent condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.